Event description:
It was reported that the patient presented to the emergency department due to having received therapy from the implantable cardioverter defibrillator (ICD). A remote interrogation transmission was generated and reviewed by qualified personnel and it was determined that a ventricular fibrillation (vf) episode was initially classified by the implantable cardioverter defibrillator (ICD) as atrial fibrillation (af) and it was suspected to be af with rapid ventricular response (rvr). It was further noted that the right atrial (ra) lead exhibited chronically high thresholds and that intermittent atrial undersensing was observed. The ICD and the lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.